Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions in a sealed package. Two types of foreign material were observed inside the device packaging. One type of debris appeared to have metallic properties and was most likely what the user facility thought was a "hair" in the package. However, based on aided visual inspection of the debris at 20x magnification, the debris was determined to not be a hair and most likely a bur from the distal tip of the device which may have detached itself when the tip protector was applied to the distal end of the drill bit. The second type of debris was observed to be a stain and/or smudge on the plastic portion of the pouch. This area was tested with hemastix and tested negative for hemoglobin. Aided visual inspection of the device did not reveal any actual stains and/or foreign material on the device. Based on the location of the stain/smudge on the plastic, this material is likely the "debris stuck on the end of the drill bit" reported by the facility as it coincides with the location of the proximal end of the pouched drill bit. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that there was hair inside the drill bit packaging and "debris stuck on the end of the drill bit." The device was never used.